Event description:
Reportedly, after the first clipping to left gastric artery, fired the second clip, but it was not placed onto the first clip and then jaw would not open (handle locked). Ligated the artery with a suture by hand through the incision of hals, cut the artery near the jaw, and then retrieved the device, used another device for the operation. Procedure type: hals/lap assisted distal gastrectomy.